Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. (B)(4).

Event description:
A center director reported a patient two days post lasik presented with diffuse lamellar keratitis at 11 o'clock. Topical steroid drop dosage was increased. Patient notes foreign body sensation and poor vision. Loss of best corrected visual acuity was also reported. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined. The manufacturer internal reference number is: (B)(4).